Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil stretched and detached inside the microcatheter while advancing the coil. The device was confirmed to be in good condition prior to use and there is no indication of a use error. The procedure was completed using a different coil with the same microcatheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure the subject coil was stretched and prematurely detached inside of the microcatheter. The subject device was replaced, and the procedure was completed successfully. There was a five minute surgical delay. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure the subject coil was stretched and prematurely detached inside of the microcatheter. The subject device was replaced, and the procedure was completed successfully. There was a five minute surgical delay. No clinical consequences were reported to the patient due to this event.